Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and a software investigation was completed. The fluoro and rad gain calibrations were completed and the issue was resolved. The field service engineer (fse) then performed off-set gain calibration as preventative measure and images with ring artifact could not be reproduced. No parts were replaced. The software investigation concluded that the reported issue was caused by the system hardware. The root cause of the issue was determined to be the fact that the image calibrations were overdue. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system produced an image with a ring-shaped artifact in it. The image was used for the procedure. There was no delay to the procedure because of this issue, and the patient was not impacted.